Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert from their implantable cardioverter defibrillator (ICD) while vacationing in mexico. The patient was evaluated there, and the physician said something wasn¿t tight enough and ¿tightened the lead¿; however, no surgery was performed, and the language barrier prevented full understanding of the intervention. Upon arrival home, it was noted that a lead integrity alert (lia) had been triggered for oversensing. It appeared that the patient had been exposed to an external source of electromagnetic interference while at a spa in mexico. The ICD remains in use. No patient complications have been reported as a result of this event.